Manufacturer narrative:
Age or date of birth - ethnicity ¿ unknown, not provided. Brand name: unknown, information not provided. Common device name: unknown, information not provided. Device information: unknown, information not provided. If implanted, give date: unknown, information not provided. PMA/510(k) #: unknown, as product information was not provided. Device manufacturer date: unknown as the serial number was not provided. Device evaluation: product evaluation was not performed because the product has not been received. If the product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: unable to perform the manufacturing records review as no serial number was received. Historical data analysis: unable to perform the complaint historical review as no serial number was received. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified.

Event description:
It was reported that an unidentified intraocular lens (iol) was removed from the patient's eye. The reason for the explant was not provided. There was no patient injury reported. No additional information provided.